Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block d4/h4: the lot number was not provided; thus, the following information are unknown: unique ID, expiration date, and manufacture date. Block h3: the angiosculpt device was returned without the proximal portion. The returned portion includes the distal tip, distal bond, balloon, scoring element, intermediate bond, transition tubing, proximal bond, distal shaft, and guidewire exit port; measuring approx. 32 cm in length (customer reported 20-40 cm). Visual inspection found a damaged intermediate bond and a distal bond peel with one leaflet lifted but remained intact to the device. During functional testing, a tuohy-borst adapter was connected to the separated end of the device, and using an indeflator, the balloon was inflated/deflated up to 16 atm (rbp) with no issues. At the location of the separation, the intermediate tubing was exposed, with no sharp edges observed. The portion that was not returned includes the intermediate shaft, hypotube, strain relief, and luer. The overall measurement spec is 139+/-3 cm, which concludes that approx. 107 cm was not returned. Block h6: based on the complaint details, the probable cause of the shaft separation is due to the force applied by the user in order to remove from the patient. Per the IFU, retained device component is listed as a possible adverse effects of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used to treat a severely calcified lesion in the mid lad. Prior to use of the angiosculpt device, the mid and proximal portion of the artery was prepped with a rotablator and ptca balloon. Then, the angiosculpt was used to enhance the vessel preparation prior to stent placement. The angiosculpt balloon was inflated to 16 atm (rbp) and deflated with no issues. However, during removal, resistance was encountered, and some degree of force was applied, resulting in a shaft separation (approx. 20-40 cm from the distal end of the balloon). Attempts to retrieve the separated portion with a snare were unsuccessful, but was able to be removed with a guideliner and a balloon. Imaging confirmed that no device fragments were retained in the patient. The procedure was completed with the stent placement with no patient injury reported. This product problem and adverse event is being submitted due to shaft separation, requiring additional intervention.